Event description:
MRI, breast cyst, hysterectomy; I was caused back issues, 3 abnormal mammograms, 3 cyst aspirations, MRI, hysterectomy, brain fog, muscle and joint pain, hair loss, breast pain and tenderness, inflammation, fatigue, trouble sleeping, inability to lose weight, numbness and tingling in arms, decline vision, easy bruising, ocular migraines, reflux, uti's, metal taste, shortness of breath. FDA safety report ID # (B)(4).